Event description:
It was reported patient was sent home on chemotherapy via a infusion pump. When they came back to the clinic 96 hours for a bag change, leaking was noted with the bd/bard port access needle. Additional information provided 02/23/2021: ". The break occurred where the tubing is attached to the actual entire port, not something the nurses are putting on." Pediatric oncology patient were receiving a: 28 day infusion, pediatric oncology patient had bag of drug changed every 72-96 hours (where leaking is being reported by parent or clinician), administered blinatumumab (brand blincyto), patient sent home with the infusion through a cadd (smith medical) home infusion pump, leaking was reported where the tubing meets the hub where above a needleless connector/cstd would be connected.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed. The product returned for evaluation was one 20ga x 1¿ safestep safety infusion set. Usage residues were observed throughout the sample and a needleless injection cap was attached to the luer adapter. A partially circumferential split was observed at the proximal luer/tubing joint. Microscopic inspection of the split revealed a granular fracture surface. Beach marks were observed throughout the fracture surface. Material buckling and discoloration were observed in the vicinity of the split. The split characteristics and material buckling were consistent with material failure due to repetitive stress. It appeared that the tubing fractured, in part, due to repetitive torsional (twisting) stress, suggesting that securement, access and maintenance techniques may have contributed; however, it appeared that an additional unidentified factor(s) may have contributed.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asesf090 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported patient was sent home on chemotherapy via an infusion pump. When they came back to the clinic 96 hours for a bag change, leaking was noted with the bd/bard port access needle. Additional information provided 02/23/2021: "the break occurred where the tubing is attached to the actual entire port, not something the nurses are putting on." Pediatric oncology patient were receiving a: 28 day infusion; pediatric oncology patient had bag of drug changed every 72-96 hours (where leaking is being reported by parent or clinician); administered blinatumumab (brand blincyto); patient sent home with the infusion through a cadd (smith medical) home infusion pump; leaking was reported where the tubing meets the hub where above a needleless connector/cstd would be connected.